Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator.

Event description:
A patient reported they had their implantable neurostimulator (ins) removed a few years ago and the leads were left in at that time. The patient started getting a severe rash that comes and goes since the time of the ins removal. It was determined after testing that the patient was allergic to the gold at the tips of the leads and this is what was causing the rash. The patient was scheduled for lead removal. The indication for implant was degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.